Event description:
The customer experienced an issue where there was a noise from the analyzer and it shut down. Then the customer noticed smoke and "something blew up" at the back of the analyzer. It was determined the issue was most likely due to a clog in the waste tube which came loose under the peristaltic pump. Liquid ran out onto the air pump and the tubing near the pump. This resulted in a defective air pump and pcb ise control. It was found the air filter "burned out". A technician replaced the air pump, pcb ise control, and tubing. He cleaned the instrument and after several checks the instrument was operating within specification. There were no patients involved and no adverse event.

Manufacturer narrative:
This event occurred in (B)(6).